Event description:
It was reported that during the implant procedure, the lead exhibited poor sensing and capture. During repositioning, the lead pin as noted to be bent. The lead was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.